Event description:
It was reported that the device flipped in the pocket and was sitting perpendicular to the patient's body. The device was visible in a two millimeter section through the skin. The health care provider (hcp) explanted and re-implanted the device into the same pocket after irrigating the pocket with antibiotic solution. The patient had drainage, incisional wound opening, redness, swelling, and erosion at the device pocket. The patient was alive with injury. Additional information received on (B)(6) 2012 reported that the patient had no additional issues and was scheduled for a follow up on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v794131, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient was doing well with no further issues. Patient was feeling stimulation in appropriate anatomical location and symptoms were under control.